Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was between 200 and 300 mg/dl. Reportedly, a supply change was performed to address the issue.